Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed illegal battery alarms. During testing, the pump emitted an illegal battery alarm after powering up. The pump reference voltage was measured and was found to be below specifications. A defective capacitor on the printed circuit board was removed and the reference voltage returned to specifications. The pump was then powered on and was exercised with no additional failures observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.